Event description:
It was reported that during an implant procedure, it was difficult to slit the guiding catheter. Use of a surgical scissor was necessary to finish the slitting. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: catheter model 6227def was returned and visual analysis revealed that the catheter was slit spirally (technique issue) and therefore caught and bent the wire, damaged the slitter blade, which stopped the slitter from going further. It was noted that the catheter was damaged at implant and there was blood on the catheter.

Event description:
It was reported that during an implant procedure it was difficult to slit the guiding catheter. Use of a surgical scissor was used to finish the slitting. No patient complications were reported as a result of this event.